Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause is attributed to the highwall of the liner being placed interiorly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00172.

Event description:
It was reported that the patient underwent a left hip procedure. Subsequently, the patient was revised approximately 3.5 years later due to dislocation. The surgeon noted the highwall of the liner appeared to have been put in interiorly which contributed to the dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.